Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to medtronic so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: a media file was provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Depth assessment was performed in the cusp overlap and left anterior oblique (lao) views and depth was approximately 3-4 millimeter (mm) at the non-coronary cusp (ncc), and approximately 5-6mm at the left coronary cusp (lcc), respectively. There was significant calcification near the lcc seen on fluoroscopy, which could have contributed to the significant aortic insufficiency/paravalvular leak (pvl). There is evidence that a post implant balloon aortic valvuloplasty was attempted at least five times. It was reported that the paravalvular leak was unchanged despite these attempts and the patient died. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: medical safety reviewed the product event and assessed the reported: paravalvular leak, hypotension, and death. Based on the information provided, the primary event of paravalvular leak was related to the device as it did not provide an adequate seal. Images provided for review confirmed significant calcification near the left coronary cusp seen on fluoroscopy which could have contributed to the significant aortic insufficiency/pvl. Per the physician, the patient¿s age was also a contributing factor to the pvl intolerance. Given the information available, it is likely the paravalvular leak and patient age contributed to the hypotension and the death. The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Pvl and central regurgitation are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause for the pvl and regurgitation could not be determined from the limited information available, but the calcified anatomy was likely contributing causes. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: medtronic dcs; product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); product ID: 30mm coda balloon catheter (non-medtronic device); product ID: 28mm z-med balloon aortic valvuloplasty catheter (non-medtronic device); product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed with a 24mm non-medtronic balloon. The valve was then deployed at an implant depth of 3mm / 4mm, and the patient's systolic blood pressure was approximately 80mmhg. Upon withdrawing the delivery catheter system into the descending aorta, the systolic blood pressure dropped to 40mmhg. An echocardiogram was performed and severe paravalvular leak (pvl) was observed, along with significant annular / left ventricular outflow tract calcification. The annular calcification was noted to be at the left coronary cusp where the pvl was seen. Angiography showed "moderate" regurgitation, and the valve appeared fully expanded and in a good position. Subsequently, cardiopulmonary resuscitation was initiated and the patient was placed on cardiopulmonary bypass (cpb). A post-implant bav was performed with a 28mm non-medtronic balloon, however the pvl was unchanged via transesophageal echocardiogram (tee). A second post-implant bav was performed using a 30mm non-medtronic balloon. Again, the pvl continued to be unchanged via tee. Cpb was eventually stopped, but the patient continued to require vasopressor medications upon leaving the procedure room. Ultimately, it was reported that the patient died "overnight". Of note, the physician stated that the patient's age was a contributing factor to the pvl intolerance.